Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a richter technique with capio slim and sutures procedure performed on (B)(6) 2019 to repair pelvic organ prolapse. According to the complainant, during the procedure, the dart broke from the capio suture outside the patient after being deployed through the right sacrospinous ligament. Subsequently, the detached dart was taken out from the cage ("indent") of the capio device by the physician. Reportedly, the detached dart was not left inside the patient. The procedure was completed with this capio slim device and another suture. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.